Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. Product ID: 3889-28, lot# va0eake, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was having really bad issues with not controlling her bladder. When it ¿hit her, it grabbed her quickly and had no warning and it hurt very very bad.¿ once it ¿grabbed her with the pain she did not have any control of her bladder what so ever and wet all over herself and floor and changed five to six times a day and ruined her clothes.¿ when the patient stood up she wet the floor and the pain was in the center, all the way up in her body. The issue started a couple of weeks prior to the report and she was up almost all of the night prior. She was getting relief from therapy and no pain prior to the issues. There was no fall or trauma. However, the patient mentioned that she had a couple of bladder infections since implant and she never used to have them. She also noted that every night when she lied down on her back she could feel something pulsing or vibrating for 20 to 30 seconds, then stop and start again, which she thought was the therapy. She did not feel it at any other time or in any other position. It kept her from sleeping, but when she turned on her side she did not feel it. The patient used her programmer to check therapy and was on program 3 at 4.3 volts. When the issues began she increased from 3.8 to 4.3 volts. The patient¿s healthcare provider (hcp) wanted her to check with the manufacturer to see if there was an issue with the therapy. She was going to contact the hcp again because she needed relief. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.